Event description:
In 2009, the physician placed a cook endoscopy zilver expandable metal biliary stent for treatment of pancreatic papillary cancer. The stent was placed in the common bile duct with 3 stent cages resting outside the papilla in the duodenum. (Three stent cages is approximately 6mm of the stent, which is 6cm in total length). Four months later, the stent was confirmed to be intact during an x-ray. Three months later, the pt was hospitalized with acute cholangitis. Breakage of the stent was confirmed by performing an x-ray. Three days later, an endoscopic retrograde cholangiopancreatography (ercp) was performed. Endoscopic visualization of the broken area of the stent was unable to be obtained due to tumor ingrowth. However, the stent breakage was confirmed to be located inside the common bile duct. A plastic stent was placed through the zilver stent. According to the initial reporter, the acute cholangitis was not likely life threatening. However, the pt's condition required hospitalization. The physician suspects breakage of the stent was related to the acute cholangitis. The pt recovered from the obstructive jaundice and was released from the hosp six days later.

Manufacturer narrative:
Evaluation: we were unable to conduct a full investigation because the product said to be involved is not available for return to cook endoscopy for evaluation. The medical facility provided photographs taken during x-ray (fluoroscopic view) during the ercp procedure in 2009. These photographs were reviewed by clinical personnel as part of our evaluation. The clinical personnel provided the following info: the x-ray photographs suggest the zilver stent has bent due to an obstruction or tumor ingrowth. The pancreatic cancer is the most likely cause for narrowing of the bile duct that results in slowing or prevention of bile flow. The stent is placed to open the narrowed area and promote bile flow. The add'l plastic stent was placed through the zilver stent to treat the original pt condition (pancreatic cancer and obstructive jaundice). After a review of the device history record for the lot number said to be involved, we can report no discrepancies or anomalies were observed. We were unable to conduct a sample test from this lot because none of the product from this lot remained in finished goods inventory. A review of the twelve month complaint history for this product family was conducted. Based on this review, the likelihood of stent breakage is rare. Conclusions: info provided indicated resistance was encountered when the wire guide and introduction system were advanced into position for stent placement. A precaution located in the instructions for use advises the user not to attempt stent placement if a wire guide or stent will not advance through the obstructed area. The contraindications listed in the instructions for use include inability to pass the wire guide or stent through the obstructed area. The info provided indicated a sphincterotomy and biliary dilation of the stricture were not performed prior to stent placement. The instructions for use contain the following precaution: "assessment must be made to determine the necessity of sphincterotomy or balloon dilation prior to stent placement". Cholangitis and tumor ingrowth are potential complications associated with biliary stent placement. These are listed in the instructions for use for the zilver expandable metal biliary stent. Tumor ingrowth could have contributed to breakage of the stent. Prior to distribution, all zilver biliary self-expanding metal stents are subjected to a visual inspection to ensure device integrity. A review of the device history record confirmed that the lot said to be involved met all mfg requirements prior to shipment. Corrective action: no corrective action warranted at this time because the reported event may be related to pt condition and involves an inherent risk of a biliary stent placement procedure. The complaint risk priority number (crpn) for this type of occurrence has been calculated based on the rate of occurrence and severity of the outcome. Based on this activity, no further action is warranted at this time. The likelihood of stent breakage is rare. Customer quality assurance will continue to monitor for complaint trends.